Manufacturer narrative:
Serhan özyildirim, "improvising wet-cupping therapy for the management of severe forearm hematoma following transradial percutaneous coronary intervention in a geriatric patient." Anatolian journal of cardiology, no. 9,2022, doi:10.5152/anatoljcardiol.2022.1892. Pmid: (B)(6). Pages: 737-739. B3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A case study was submitted for review titled "improvising wet-cupping therapy for the management of severe forearm hematoma following transradial percutaneous coronary intervention in a geriatric patient". A patient with acute inferior myocardial infarction (mi) was admitted to the catheterization lab for a primary percutaneous coronary intervention (pci). The procedure was performed via the left radial artery using a 6f non-medtronic (mdt) sheath and a medtronic 6f judkins right 3.5 launcher guide catheter. The patient's radial artery was noted to be tortuous, however no complications were visible during the last check with 2 ml of radio-opaque agent at the end of the procedure. A non-mdt radial artery compression device was applied to the wrist following the procedure. About 15 minutes later, a subcutaneous hematoma around the entry point was prominent. A second compression device placed more proximally, and an upper-arm sphygmomanometer cuff did not help to control the hematoma enlargement. At the end of the 2 hours, the hematoma extended to grade IV which caused severe pain and joint movement restriction in the hand. Although a surgical decompression was an option, age, recent mi, and dual-antiplatelet therapy were the main issues. The case was deemed high risk for surgery. There was an urgent need for a non-surgical technique to evacuate subcutaneous blood causing tension, severe pain and finger movement limitation. Therefore, the decision was made to perform mechanical suction with cupping. Three suction cups with negative pressure were placed over small incisions on the target area, made on the skin with the tip of a number 11 scalpel blade. Approximately 190 ml of blood was evacuated, and the tension was released. The patient¿s symptoms were relieved shortly after the blood suction.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.